Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-15129. The patient underwent a procedure for a permanent scs system on (B)(6) 2014. It was reported the physician encountered difficulty while implanting the patient's lead, due to patient anatomy. The procedure was able to be completed, but was extended by 1 hour. Additionally, it was reported the patient experienced excessive bleeding at the incision sites. F/u info indicated the patient was doing find and was not experiencing any issues. Also, the patient reported effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.